Event description:
It was reported that this patient was seen in-clinic after a few weeks of experiencing breathlessness. Device interrogation revealed the patient was in permanent atrial fibrillation (af) which was under-sensed by the device. The physician attempted to reprogram the device, but atrial under-sensing was still present. The patient subsequently underwent a cardioversion procedure and no further events were reported. The patient is continuing with normal follow-ups and remote monitoring. At this time, the device remains implanted and no additional adverse effects were reported.

Event description:
It was reported that this patient was seen in-clinic after a few weeks of experiencing breathlessness. Device interrogation revealed the patient was in permanent atrial fibrillation (af) which was under-sensed by the device. The physician attempted to reprogram the device, but atrial under-sensing was still present. The patient subsequently underwent a cardioversion procedure and no further events were reported. The patient is continuing with normal follow-ups and remote monitoring. At this time, the device remains implanted and no additional adverse effects were reported. Recently, further episodes of atrial under-sensing were reported. Additionally, lowered r-wave amplitude measurements were noted. The physician increased the device sensitivity to resolve the event.

Event description:
It was reported that this patient was seen in-clinic after a few weeks of experiencing breathlessness. Device interrogation revealed the patient was in permanent atrial fibrillation (af) which was under-sensed by the device. The physician attempted to reprogram the device, but atrial under-sensing was still present. It was indicated the patient would be admitted for a cardioversion and further re-programming, but it is unknown if this has occurred. Recently, additional under-sensing and subsequent over-pacing was noted. At this time, the device remains implanted and no serious adverse effects were reported.